Event description:
It is reported that the patient was revised due to pain. During the revision corrosion was found on the neck/head taper which the surgeon thought might have been the cause of the failure.

Manufacturer narrative:
This report will be amended when our investigation is complete.